Event description:
International customer reported that a patient developed an infection at an unspecified time following a hernia repair with mesh implant. The patient was prescribed vancomycin and ciprofloxin. The physician/surgery room coordinator opines the infection is related to technique rather than the device. Additional information was requested; no further information was received.

Manufacturer narrative:
Infection occurred. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.